Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in fungal peritonitis. The breach in aseptic technique was further described as due to the patient¿s dementia, the patient disconnected and pulled-off the pd catheter's connection line ¿many times¿. There was no damage, cracks, or loose connection noted on the connection point. There was no problem noted with tightening the connection before the therapy. There was no leak was found. It was reported the patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics and intraperitoneal unspecified antifungal treatment for the event. At the time of this report, the patient was not recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
A2: age at time of event: "around 80 years (more than 75 years)". D1: the reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted.